Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain via a manufacturer representative. It was reported on 2016-06-13 that the implantable neurostimulator recharger was frozen, was not charging, had a blank screen, and was beeping. The patient lost therapy 4 days prior to the report due to the charger not charging, but was able to get the implantable neurostimulator charge to 50%. At the time of the report, the therapy was working well, but the charger was not charging. The manufacturer representative was instructed on how to perform a hard reset of the implantable neurostimulator recharger and to call back patient services if he had any issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that when the patient was charging the implantable neurostimulator recharger (insr) screen went blank, became unresponsive, and it started beeping every 5-10 seconds. The patient had done several resets which resolved the issues each time. These issues had been occurring since the patient got it in (B)(6) 2016. There were no patient symptoms reported. No further complications were reported. It was reviewed that keeping the insr plugged into the desktop charger resolved these issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the replacement recharger resolved the recharger shutting off and beeping while charging. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
The event date is approximate. Patient code (B)(4) was corrected to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the recharger (insr) shuts off and she has to reset the insr. The patient reported this issue is persisting and happened all the time when she tries to charge the implantable neurostimulator (ins). The patient reported she spoke to a manufacturing representative who redirected the patient to patient services for a replacement insr. The insr continued to beep even after a reset. A replacement insr was sent to the patient. No symptoms or further complications were reported/anticipated.